Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 180 retention samples from bd inventory were visually inspected: 2 tubes with gel air bubbles were found. This is a cosmetic defect which should not impact the efficacy of the tube. No additive abnormality was found. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Further clinical testing could not be conducted as certain assays, in this case cdt testing, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the retention sample inspection. This complaint cannot be confirmed for additive abnormality or erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes blood specimen collection device. It has been shown to have an impact on the analysis results (falsely high). The following information was provided by the initial reporter. The customer stated: ¿we have now discovered three different lot numbers on yellow gel tubes that have "bubbly" gel. The bubbles cause blood cells to pass through the gel and are found in the serum part - the gel turns pink after centrifugation. It has been shown to have an impact on the analysis results (falsely high) on cdt. So all such test tubes have to be separated and handled manually. Those samples come to us already centrifuged, so we pour them into preparation tubes and centrifuge the samples again and pipette off the serum - there are then blood cells at the bottom. And considering the large sample flow of incoming cdt samples, it is very tiring to review all the serum tubes to distinguish the bad gel tubes. And when the lot number is checked, the label must be peeled open to see it. This is how we have seen it apply to more lot numbers. We then must analyze all these samples with the reference method hplc. There is a lot of extra work required there, more reagents and time-consuming manual evaluation and co-assessment.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes blood specimen collection device. It has been shown to have an impact on the analysis results (falsely high). The following information was provided by the initial reporter. The customer stated: ¿we have now discovered three different lot numbers on yellow gel tubes that have "bubbly" gel. The bubbles cause blood cells to pass through the gel and are found in the serum part - the gel turns pink after centrifugation. It has been shown to have an impact on the analysis results (falsely high) on cdt. So all such test tubes have to be separated and handled manually. Those samples come to us already centrifuged, so we pour them into preparation tubes and centrifuge the samples again and pipette off the serum - there are then blood cells at the bottom. And considering the large sample flow of incoming cdt samples, it is very tiring to review all the serum tubes to distinguish the bad gel tubes. And when the lot number is checked, the label must be peeled open to see it. This is how we have seen it apply to more lot numbers. We then must analyze all these samples with the reference method hplc. There is a lot of extra work required there, more reagents and time-consuming manual evaluation and co-assessment."